Manufacturer narrative:
The device was returned and evaluated by cardinal health. During the visual inspection, it was noted that the distal tip of the catheter shaft was kinked, which is believed to be a result of multiple attempts to insert the device into the sheath. The introducer sheath was inspected for anomalies (i.e. Kinks, deformity that may have obstructed the device path during insertion) and no anomalies were observed. The device was inserted into the introducer sheath successfully without difficulty. In addition, it was observed that the balloon's distal tip was severely inverted and the core wire curled, which indicates excessive tension was applied during pullback. During investigation, the balloon was fully inflated with water and pressure was maintained. The review of the lot history record (f1626701) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported pull through was a result of excessive tension applied during pullback. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device was prepped according to IFU instructions, inserted next to a guidewire, up to the white shaft marker, the balloon was inflated and when the device was pulled back, the whole device came out. There were no arterial sheath exchanges and no calcium was noted in the vessel. The mynx device was being used for right arterial closure in conjunction with a 6f procedural sheath following a heart catheterization (diagnostic) procedure. The balloon was tested again with saline and no noticeable leaks were found in the balloon. The device was purged of air during prep. The doctor confirmed to still be in the artery by showing a pressure waveform. The sheath was flushed twice. Then, the device was re-inserted and advanced into the sheath; however, this time the device could not be inserted up to the white line. The device was removed and a second device was deployed successfully. Manual pressure was held per hospital protocol for 3 minutes. The patient's hospitalization was not prolonged due to the mynx device. There was no patient injury noted.